Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis as listed in the mitraclip ntr/xtr instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the mean pressure gradient increased to 5 to 6mmhg. The mitral stenosis was not treated. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.